Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during set up, after opening the package, it was found that the aseptic packaging of the super multivac wand was completely curled. It was suspected that the aseptic packaging was unqualified and could not be used. There was a back-up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No packaging was returned thus it cannot be physically inspected for the reported event. The suction line has dried liquid residue and dried debris in it from use. The tip has some minor markings from use. A functional evaluation was performed on the returned device and registered settings (1,7). The wand was able to generate plasma as normal. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the cleaning and packaging sports medicine, found that the operator should inspect the sealed packages for the quality of the seals. An review of the image provided by the customer found the device inside the package, along with some irregularities in the seal. However, there is not enough visible detail to determine if it is curled, as mentioned in the complaint. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information: b5, e1, e2, e3.

Event description:
It was reported that during set up, after opening the package, it was found that the aseptic packaging of the super multivac wand was completely curled. It was suspected that the aseptic packaging was unqualified and could not be used. The unit wrapped in a plastic seal. There was a back-up device available, and no delay was reported. There was no patient involvement.